Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) was in a surgical procedure in which the nurse forgot to apply a magnet to disable therapy. This resulted in episodes of noise on both the right atrial (ra) and right ventricular (rv) channel due to cautery. The patient received inappropriate anti tachycardia pacing (atp) therapy and a 26j shock. Additionally, the patient did experience pacing inhibition up to seven seconds. There were no out of range measurements observed. The crt-d remains in service. No adverse patient effects were reported.